Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluated. Review of the history log found multiple "door jammed!" Messages confirming the reported symptom. Further eval found the force required to secure the door is above expected levels caused by door hooks being out of adjustment. The door latch hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a spectrum pump door will not latch. It was also reported there was no pt involvement.